Event description:
The biomedical engineer reported that the central nurse's station (cns) was displaying a monitor network disconnect error and was unable to monitor the patients. This cns monitors the bedside monitors. Nihon kohden technical support recommended to monitor the patients locally at the bedsides due to the cns not being able to get a network connection. The network switch would not turn on and was causing network issues. No patient harm reported.

Manufacturer narrative:
Details of complaint: on 02/25/2020, the customer reported that the cns was displaying a monitor network service disconnect error (pu-681ra sn: (B)(6)). Investigation conclusion: on 02/25/2020, nk ts resolved the issue. The root cause was determined to be the network switch. The device was in use with a patient at the time, but no harm was reported. Additional device information: d11 & c2: concomitant medical device: the cns was monitoring bsm-6000 series bedside monitors, but the model numbers and serial numbers were not provided.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was displaying a monitor network disconnect error and was unable to monitor the patients. This cns monitors the bedside monitors. Nihon kohden technical support recommended to monitor the patients locally at the bedsides due to the cns not being able to get a network connection. The network switch would not turn on and was causing network issues. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the cns was monitoring bsm-6000 series bedside monitors, but the model numbers and serial numbers were not provided.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was displaying a monitor network disconnect error and was unable to monitor the patients. This cns monitors the bedside monitors. Nihon kohden technical support recommended to monitor the patients locally at the bedsides due to the cns not being able to get a network connection. The network switch would not turn on and was causing network issues. No patient harm reported.